Event description:
The dental implant fx7010swc was removed on (B)(6) 2017 due to loss of osseointegration 3 months after implantation. The patient has no significant medical history. The patient will require another surgery.